Event description:
At 15 years 7 months from the primary, the patient came in reporting pain and the cause is unknown. The surgeon plans on revising all implants. A revision surgery has not been scheduled at this time.

Manufacturer narrative:
Batch review performed on 13 may 2025 lot 091868: (B)(4) items manufactured and released on 18-aug-2009. Expiration date: 2014-06-30. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review. Other devices involved: implants from ceramtec 38.39.7175.245.00 biolox forte ceramic ball head 12/14 ø 28 size s -3.5 (USA) (k073337) lot 091990: (B)(4) items manufactured and released on 18-aug-2009. Expiration date: 2014-06-30. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review. Cup: versafitcup 01.26.48mb versafitcup metalback dm ø48 mm (k083116) lot 090241: (B)(4) items manufactured and released on 20-may-2009. Expiration date: 2014-04-30. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review. Liner: versafitcup dm 01.26.2848mhc double mobility hc liner ø 48/28 (k092265) lot 090253: (B)(4)items manufactured and released on 27-apr-2009. Expiration date: 2014-03-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. There is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.